Event description:
It was reported "per customer states patient got uti from sharp catheter and bleeding. No medical attention reported. Patient has used before."

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number: reporting site: 1049092 & manufacturing site: 3005778470.